Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self-test were performed. During power on self-test the f-94 alarm was found. The cause of the condition was due to the battery being out of configuration. To correct the condition, the battery configuration settings were reset. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have experienced an f-94 alarm. There was no patient involvement. No additional information is available.